Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue and upon triggering the release of the clip, the sharp tip remained attached to the delivery catheter. It was also noted that the clip was partially released from the catheter. Additionally, removal of the sharp clip tip from the scope was painstakingly slow. The scope had been leaked tested twice since the incident and appeared to be in working order. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device code a22 captures the reportable event of exposed end of delivery catheter/control wire traumatic. Medical device code a15 captures the reportable event of clip was partially released from catheter. Block h10: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of full deployment. It was also observed that the control wire was not attached to the yoke and it was outside the bushing. Microscopic examination was performed, and it was found that the yoke was not attached to the control wire and it was stuck into the bushing and the control wire. Dimensional examination was performed on the bushing outside diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing and pin gage, and both were within specification. The yoke dimensions were also measured and it was found to be within specification. No other problems with the device were noted. The reported event was not confirmed. Investigation found that the yoke was stuck into the bushing, this is likely due to the manipulation and handling of the device during attempt to release the clip. However, the device was returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: correction: block e1 (initial reporter title, first name, last name and email) and block e3 (occupation).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue and upon triggering the release of the clip, the sharp tip remained attached to the delivery catheter. It was also noted that the clip was partially released from the catheter. Additionally, removal of the sharp clip tip from the scope was painstakingly slow. The scope had been leaked tested twice since the incident and appeared to be in working order. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The device was returned.